Event description:
Event description guidant received information that this implantable lead was explanted for noise that was not reproducible. A fracture of the lead was suspected. The device was explanted during during the same procedure and replaced with a competitor's product.